Event description:
Boundary/maxxim operating room drapes and surgical gowns are not impervious to blood and body fluids, resulting in strike through to the wearers clothing and skin. This is in direct violation of the 1991 blood born pathogens act, osha, and jcaho requirements. Request that the surgical packs and gowns from maxxim be replaced by products made by another co's. The replacement products are constructed with state-of-the-art 4th generation fabric. Unlike paper disposable products, their technology delivers breathable barrier performance that is second-to-none. Studies show that replacement co's disposable products are so advanced that even their non-reinforced products provide better protection than competitors fabric-reinforced products. For example, in extensive lab blood strike through testing at 2 psi, 1% of blood will strike through suspects surgical gowns, versus from 52% to 85% on other products tested. When tested with water under increasing pressure, both non-reinforced and fabric-reinforced replacement products show more than twice the level of resistance to penetration compared to paper products tested. This superior ability in preventing fluid penetration can be extremely important when long periods of time are spent leaning against wet surfaces in the operating room. Safety awareness, education and the use of products that are resistant to rapid flame spread are important steps in overall operating room safety. According to the cpsc test for flammability most products fall under class 1. Unfortunately, so does newspaper. Among leading single-use products, only replacement co's fabric meets the more stringent class 1 requirements of nfpa 702-1980.

Event description:
Boundry/maxxim operating room drapes and surgical gowns are not impervious to blood and body fluids, resulting in strike through to the wearers clothing and skin. This is in direct violation of the 1991 blood borne pathogens act, osha, and jcaho requirements. Request that the surgical packs and gowns from maxxim be replaced by products made by another co's. The replacement products are constructed with state-of-the-art 4th generation fabric. Unlike paper disposable products, their technology delivers breathable barrier performance that is second-to-none. Studies show that replacement co's disposable products are so advanced that even their non-reinforced products provide better protection than competitors fabric-reinforced products. For example, in extensive lab blood strike through testing at 2 psi, 1% of blood will strike through suspects surgical gowns, versus from 52% to 85% on other products tested. When tested with water under increasing pressure, both non-reinforced and fabric-reinforced replacement products show more than twice the level of resistance to penetration compared to paper products tested. This superior ability in preventing fluid penetration can be extremely important when long periods of time are spent leaning against wet surfaces in the operating room. Safety awareness, education and the use of products that are resistant to rapid flame spread are important steps in overall operating room safety. According to the cpsc test for flammability most products fall under class 1. Unfortunately, so does newspaper. Among leading single-use products, only replacement co's fabric meets the more stringent class 1 requirements of nfpa 702-1980.